Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stops while the device was connected to external 14-volt (v) batteries. Although, a specific cause could not be conclusively determined through this evaluation, based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these stops could be indicative of an issue with the driveline. The patient experienced pump off alarms while supported by external 14v batteries on (B)(6) 2023. The patient previously had a suspected short-to-shield (related MFR # 2916596-2021-05656). The plan was reportedly to work the patient up for a possible pump exchange. The submitted log file was reviewed. Pump stops were captured on (B)(6) 2023 while the device was connected to 14v batteries. Low speed advisory/hazard, low battery advisory/hazard, low flow hazard, and motor stop alarm flags were captured during the pump stops. Excluding the stops, the pump maintained a speed at or above the low seed limit. There were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response was received. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous driveline repair was reported under MFR#: 2916596-2021-05656. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced pump off alarms on (B)(6) 2023 at 18:00 and 22:00. Log file review confirmed the pump stop events while the patient was connected to battery power. It appeared the patient's short to shield had matured into a phase to phase short. As the maximum external driveline length was removed on (B)(6) 2021, another repair would not be possible. No issues were found with the prior removed section of driveline. The patient was being worked up for a pump exchange; x-rays would be performed.

Event description:
It was further reported the patient underwent a heartmate ii pump exchange to a heartmate 3 pump due to a short to shield on (B)(6)2023. Manufacturer report number 2916596-2024-06157 had been determined to be supplemental information to this event.

Manufacturer narrative:
Section b5: the patient's pump exchange on (B)(6) 2023 was originally reported under manufacturer report number 2916596-2024-06157. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stops while the device was connected to external 14-volt (v) batteries. Although, a specific cause could not be conclusively determined through this evaluation, based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these stops could be indicative of an issue with the driveline. The patient experienced pump off alarms while supported by external 14v batteries on (B)(6) 2023. The patient previously had a suspected short-to-shield (refer to (B)(4)). The patient underwent a pump exchange on (B)(6) 2023. The submitted log file was reviewed. Pump stops were captured on (B)(6) 2023 while the device was connected to 14 v batteries. Low speed advisory/hazard, low battery advisory/hazard, low flow hazard, and motor stop alarm flags were captured during the pump stops. Excluding the stops, the pump maintained a speed at or above the low seed limit. There were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response was received. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The heartmate ii lvas instructions for use (IFU) rev. C is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.